Manufacturer narrative:
As the correct serial number of the lead was not provided at the time of event, this lead is no longer in a condition to be analyzed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that the patient with this right ventricular (rv) lead experienced a syncopal episode. The rv lead migrated epicardially. The threshold measurements had increased from 0.9 volts to 3.8 volts. Information was later received that the physician does not believe the lead caused or contributed to the syncope. The rv lead was explanted and a new rv lead was successfully implanted.